Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of the received device logs, problem description and service report. The ventilator was investigated on site by our field service engineer who found out that air gas module was defective and therefore it was replaced. After replacement of the defective gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.